Event description:
A home patient (hp) contacted global technical services regarding a check lines and bags alarm that occurred on the home choice (hc) unit during prime. The hp stated that the final line was leaking and the clamp was now closed. The technical service representative (tsr) had the hp press go and the hc alarmed again. The hp stated they had the bags connected incorrectly. The tsr assisted the hp to cycle power and start over with new supplies. There was no patient injury or medical intervention reported. Follow up was done via phone call; the hp stated they started over with new supplies. The hp has since continued therapy with no issues and no adverse events have resulted as a result of this issue.

Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation. The reported condition of "ruptured reservoir" was not confirmed. Examination of the sample showed no evidence of a rupture on the bladder; the bladder was completely intact. This is a single use device and will not be repaired. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause will be identified/addressed through the CAPA investigation, (B)(4) . A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
It was reported to baxter that the reservoir of one (1) ce intermate lv 100 device had ruptured during filling. The device was being filled with normal saline when the rupture occurred. There was no patient involvement. No additional information is available. This is report 2 of 3 with the same reported problem from this facility.

Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.